Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the faceplate of the battery drawer of the external pulse generator (epg) "detaches." The biomedical engineer (be) requested the part number so the battery drawer can be ordered. Technical services provided the part number for the battery drawer. The status of the epg is unknown. No patient complications have been reported as a result of this event.